Event description:
It was reported that during a procedure of the unspecified vessel the 3.75 x 15 mm nc traveler balloon dilatation catheter (bdc) was advanced but met slight resistance with the guide catheter. The bdc was inflated once at 1 atmosphere (atm) when the balloon ruptured. The device was removed without reported issue. Two additional 3.75 x 15 mm nc traveler bdcs, a non abbott bdc and a non-abbott stent were used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
Subsequent to the intial report, it was reported that the device was prepared in the patient's anatomy.

Manufacturer narrative:
(B)(4) - improper or incorrect procedure or method, prepared in anatomy. The device was returned for evaluation. The reported resistance with the guiding catheter was not confirmed due to the condition of the returned device. The reported balloon rupture was not confirmed; however, there was a leak noted in the shaft. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Evaluation summary: it should be noted that nc traveler instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur.